Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the rotawire damage occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire twisted rapidly during removal on dynaglide mode. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. There was no patient complication reported.

Event description:
It was reported that the rotawire damage occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire twisted rapidly during removal on dynaglide mode. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. There was no patient complication reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of may was entered as an estimate. (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.